Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement. It was noted that the patient was left handed and did not follow arm restrictions. The patient was stable.